Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of device could not be opened. The device was removed from the patient by cutting both sides after firing with another device. Another device used to complete the case. There were no adverse patient consequences. After the operation, the jaws were opened by pulling the trigger from the handle by a nurse.

Manufacturer narrative:
(B)(4). Response from the affiliate: which firing of the device did this event occur on? Fifth firing. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital. Did the surgeon try to pull the trigger from the handle? The information was not provided from the hospital. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? The information was not provided from the hospital. Was there any tissue damage? If so, how was it repaired? The information was not provided from the hospital.